Manufacturer narrative:
Although a pump stop was confirmed through the examination of the submitted system controller log file, the report that the patient experienced this event while supported by the power module could not be confirmed through the evaluation. Analysis of the submitted log file revealed that the driveline was disconnected from the system controller on (B)(6) 2017 at 21:57, causing the pump to stop. The white power cable was then disconnected from battery power at 21:58 and then the black power cable was also disconnected from battery power at 21:59. The driveline disconnect alarm was also silenced at 21:59. The emergency backup battery (ebb) was active when both power cables were unplugged; however, pump support was not restored until the driveline was ultimately reconnected at 22:05, at which point the batteries were also reconnected. The pump appeared to function as intended throughout the remainder of the log file. A specific cause for the disconnection of the driveline and power cables could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The event occurred in (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, approximately 1 year and 7 months post-implant, it was reported that a pump stoppage event occurred while the lvad was connected to the power module. The patient presented to the hospital where the lvad system was changed to battery support and no further alarms occurred. The patient was reportedly asymptomatic. A non-grounded patient cable was provided for use with the power module. It was reported that the patient will continue on support with the non-grounded patient cable or batteries; there are currently no plans for a driveline replacement. No additional information was provided.